Event description:
Spouse of home pt (hp) reported two incidents where the hp felt full, as if hp were overfilled, while using the homechoice cycler for adp therapy. The hp felt full during therapy in 2001 and placed the cycler into a manual drain. The hp's spouse relates the hp removed 4449mls of solution during the manual drain, which is 1949mls greater than the programmed fill volume of 2500mls. After the manual drain the hp continued therapy to completion with no further difficulties. The hp's wife related the hp felt full during apd therapy 8 days later and placed the cycler into a manual drain. The hp removed approx 3800mls of fluid, which is 1300mls greater than the programmed fill volume. After the manual drain the hp continued therapy to completion with no further difficulties. According to both the hp's healthcare professionl (hcp) and the hp's spouse, there was no pt injury or medical intervention as a result of these two incidents.